Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert, and the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2015, 712 ventricular sensing integrity counts sic; ventricular tachycardia (vt) non sustained and high rate-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1121 ohms up from a trend in the 400-500 ohm range. Impedances continue to be high and variable. Rv lead integrity warning occurred on (B)(6) 2015 for sic greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture, high impedance, oversensing, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.